Event description:
Additional information received and reported that the shunt detached from the eds before its usage.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the implantation shunt was unable to be released from eds when used. The surgery was performed and completed after replacing the product with another one. Additional information has been requested.